Event description:
It was reported, after about three outputs, the tissue pad peeled off the instrument during a therapeutic stoma construction procedure. The tissue pad did not fall inside the patient. The procedure was completed by replacing the device with a similar one. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause cannot be established but this may have contributed; during output activation, nothing was grasped between the grasping section and the distal end of the probe and/or due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.